Event description:
It was reported during an initial implant procedure that the right atrial (ra) lead had high pacing impedance. Additionally, it was noted that the physician had difficulties retracting the helix of the ra lead. The ra lead was not used and a new ra lead was successfully implanted on (B)(6) 2022. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed while the reported event of high pacing lead impedance was not confirmed. As received, a complete lead was returned in one piece with the helix retracted clogged with blood/tissue. X-ray examination found that the inner coil inside the connector region was over torqued consistent with procedural damage. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue and over torque of the inner coil.